Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 50 mg/dl, with blurred vision and vomiting, and was dizzy and unable to sit (unsteady). During troubleshooting with customer support, the patient alleged that starting on (B)(6) 2014, the pump developed a time/date issue wherein the time and date revert to the factory default settings when the battery is removed for less than 24 hours. This issue was reproduced during troubleshooting. This complaint is being reported because the patient experienced hypoglycemia. The time date issue is not being reported because, the pump displays the verify screen after a battery change and, per IFU, the time and date must be set to confirm the verify screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: the black box shows a manual time change on (B)(6) 2015 from 03:03 to 15:03. A time/date reset to default after power on reset is observed on (B)(6) 2015 at 17:09. The bench testing confirmed when the battery was reinserted after 6-hrs without power the time and date reset to default setting.. Removed cover; a visible inspection confirmed the internal battery was leaking the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.